Event description:
An olympus representative reported to olympus, on behalf of the customer, a culture test was conducted on (B)(6) 2022 and two (2) evis lucera duodenovideoscopes tested positive for twenty (20) colony forming units (cfus) or less within the acceptance criteria for indigenous bacteria. One scope (model number jf-260v; serial number (B)(4) tested positive in the secondary water pipe and the second scope (model number tjf-260v; serial number (B)(4) had tested positive for bacterial in the wash tube. Another scope had been tested during this time but had tested negative (model number tjf-260v; serial number (B)(4). The facility was investigating the effects on patients and the schedule of blood tests. No patient harm reported to date. The scope had been cleaned using the oer-5, and the condition of the cleaning tube had not been confirmed. However, since the bacteria were also detected in the scopes of other companies, the cause may have been the rinse water in the washer. The facility will conduct regular culture tests in the future. The facility used the oer-5 after bedside cleaning and primary cleaning. The facility also performed forceps elevator wire channel cleaning. Reprocessing by the facility was very careful performed and the facility held study sessions many times. Related patient identifiers: (B)(6) (jf-260v; serial number (B)(4), (B)(6), (model number tjf-260v; serial number (B)(4) and (B)(6) (model number oer-5).

Manufacturer narrative:
A culture test was recently performed on the oer-5 and no bacteria were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, h6 and h10. The h3 field was corrected based on information available at the initial report submission. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the user-provided reprocessing procedure information revealed no obvious deviations from the instructions for use. Therefore, a definitive root cause could not be determined. The event can be prevented by following the oer-5 instruction manual operation instructions for use which state: - prior to use, be sure to carefully read this instruction manual, the "electronic package insert" and "instruction manual" of the equipment used at the same time, the "safety data sheet" of the detergent used at the same time, and the "electronic package insert" of the disinfectant solution. Failure to follow the instructions in the "electronic package insert" or "instruction manual" may result in personal injury or equipment damage. - this device is intended for use by physicians or medical personnel under the supervision of a physician and is assumed to be used after having received adequate training in the cleaning and disinfection of endoscopes. Do not use if you do not meet the above conditions. In addition, cases of infection due to improper cleaning, disinfection, and sterilization have been reported in the medical literature. Be familiar with the following items before use to prevent infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.